Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Additional information, including device identifiers, was requested and reported as unknown. A supplemental report will be submitted if new information is received. Hyphema is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient underwent hydrus microstent implantation in (B)(6) 2022 (day is unknown) and subsequently had a grade ii layered hyphema. The patient was treated with medications including atropine, and the hyphema resolved after approximately 2 weeks. The patient is reported as doing better.